Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. During year-end review, initial medwatch was created in error. The device failure is exempt from MDR reporting per 21 crf803.19 reference (B)(4) and was reported on alternative summary report.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause was use related. The product returned for evaluation was one ¿j¿ tip guidewire and 18ga introducer needle. After the decontamination process, the samples appeared free of usage residue. The introducer needle appeared unremarkable. Microscopic examination of the returned introducer needle was unremarkable. An attempt to thread the proximal end of the guidewire through the introducer needle was successful and unremarkable. The distal ¿j¿ tip of the guidewire was elongated with a complete break noted in the inner core wire. Microscopic examination of the distal weld tip of the guidewire revealed that it was intact. The fracture surfaces seen at the weld tip and inner core wire had dull and granular surfaces. Material necking was observed at the fracture site. Mechanical damage was observed on the distal end of the weld tip. Material deposition was observed in the distal direction at the mechanical damage site, suggesting contact with a hard material as the guidewire was moved in the proximal direction. It appears the guidewire caught against a hard material during retrieval and underwent a tensile event.

Event description:
On (B)(6) 2015 facility alleged that the guidewire is difficult to insert into the introducer needle. They reported that they pulled out and replaced another one to complete the procedure. On 11/30/2015 - the returned sample has a frayed guidewire, found during decontamination.